Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The subject product is not a part of the composix kugel recall. H11: this supplemental emdr is submitted to document additional information provided and to correct the implant date, date of event, expiry date, explant date, manufacturing date and remedial action type. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of composix kugel mesh, patient was diagnosed with infection thereby underwent repair with explant of mesh. The instructions-for-use supplied with the device lists infection as a possible complication. The warnings section of the instructions-for-use (IFU) states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient had a bard/davol oval composix kugel mesh, product code 0010202, lot hurf0927 implanted to repair a hernia defect. It is alleged that in (B)(6) 2009, the patient underwent surgery to remove the "defective" hernia mesh. As reported, the patient's injuries are accounted in her medical records. No information was provided, to date. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix kugel mesh (device #1). Per operative notes, "hernia was repaired and a composix kugel mesh (device #1) was placed in the intrabdominal position and tacked." (B)(6) 2009 - patient was diagnosed with infected sinus tract mesh on lower abdominal wall thereby underwent explant of mesh (device #1). Per operative notes, "a pocket of cloudy fluid was encountered. This area is obviously involved with the mesh, so it is elected to explant the mesh. Mesh is excised circumferentially using sharp dissection." (Note: per findings, "both pieces of mesh from previous incisional hernia repairs were explanted." There was no product identifiers provided for the second piece of mesh). (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of sepramesh ip (device #2). Per operative notes, "the hernia was identified and dissected out. There was lot of scarring. Small bowel adhesions were taken down and freed the hernia sac. A piece of sepramesh ip(device #2) was then placed through fascial sutures. The bottom part of the sepramesh ip was then placed in the extraperitoneal space and tacked. The remnants of the hernia sac were then sewn together over the top of the mesh using sutures.¿ attorney alleges that the patient had adhesions, pain, infection and hernia recurrence.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The subject product is part of the composix kugel recall. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient had a bard/davol oval composix kugel mesh, product code 0010202, lot hurf0927 implanted to repair a hernia defect. It is alleged that in (B)(6) 2009, the patient underwent surgery to remove the "defective" hernia mesh. As reported, the patient's injuries are accounted in her medical records. No information was provided, to date. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.